Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with constant critical pump error alarm/open book image after battery installation. After pressing back arrow and down arrow buttons to allow access to download unit persisted on alarming critical pump error. Unable to download on crest/thus software due to constant critical pump error alarm/open book image. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Unit was cut open and perform a visual inspection. Per visual inspection all connectors were plugged in properly. No moisture damage noted during visual inspection. Isolate to electronic assembly. Cosmetic damage confirmed on the battery compartment when cracked battery tube case, cracked case, label damage (faded) and broken battery tube threads. In conclusion, unit came in with constant critical pump error alarm and unable to complete download using (thus software). Customer concern was confirmed at the battery compartment when cracked battery tube case and broken battery tube threads. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported piece of the battery compartment has fallen off. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and the pump was returned for analysis.